Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) there was intermittent noise oversensing on the right ventricular (rv) channel. Technical services (ts) suggested that the irregularity observed in the electrogram (egm) had been related to movement of the pocket or air escaping from the header, but it was not conclusive. In addition, ts indicated that there was pacing inhibition noted, however, the patient had intrinsic activation as the patient was not depended. Further monitoring was recommended. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD) there was intermittent noise oversensing on the right ventricular (rv) channel. Technical services (ts) suggested that the irregularity observed in the electrogram (egm) had been related to movement of the pocket or air escaping from the header, but it was not conclusive. In addition, ts indicated that there was pacing inhibition noted, however, the patient had intrinsic activation as the patient was not depended. Further monitoring was recommended. No adverse patient effects were reported. Additional information indicated that this ICD was explanted due to an unknown product cause. No additional adverse patient effects were reported. This ICD was already returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, e1, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.